Manufacturer narrative:
Eval summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, a pt had glistenings. Additional info was requested.